Event description:
The patient is an elderly female undergoing aneurysm surgery with persistent bleeding from an injury to the posterior wall of the nasopharynx, which apparently is related to attempts to pass a nasogastric tube. Otolaryngology was called in for consultation. Endoscopy performed revealed some bruising and minor gouges of the septum on both sides, but a significant area of bleeding on the posterior wall of the nasopharynx on the right side. This is in the posterior wall of the nasopharynx, behind the location that a typical nasal nose bleed balloon device would be effective, packing performed with inflation of foley catheter balloon under visualization of endoscope. The patient was hemodynamically marginally stable at the conclusion of the operation and was transported to the surgical intensive care unit with a low dose of neo-synephrine. The patient had comorbidities and went into chf. The family placed patient on comfort care two days post operatively and patient expired.